Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 18th june 2015 and preformed to specification, alongside random manual power ons, up to the last log entry on the (B)(6) 2016. The pad-pak was removed for approximately 9 days during this time. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given and the status led continued to flash green. Investigation found the reported fault can be attributed to component failure. This component is part of the status led circuitry and when required turns on the red led and beeper. This led to the green status led flashing while emitting a failure chirp. This would confirm the reported fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device has green flashing status indicator light with a chirping sound as if device has detected a fault.